Event description:
The device would not unsheath. Continued attempts resulted in the outer sheath separating from the hub. The intended location was in a forearm av graft. While the desired implant location was curved, it was only slightly curved. In fact, upon failure,a second fluency plus 7 x 40 was successfully deployed. No sheath was used for the procedure.